Event description:
During a lx sleeve gastrectomy the jaws of the i60 stuck in a fixed an open position after a misfire. While removing the device the device broke and pieces were retrieved with no adverse impact to the patient.

Manufacturer narrative:
The device was returned and evaluated. The anvil was broken due to the force removing from the trocar. It could not be determined why the anvil jaws failed to close.